Manufacturer narrative:
The category and sub-category for the initial 3500a report should have been power / unit powers off during use. The alleged issue was resolved with troubleshooting.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.